Manufacturer narrative:
Additional information received ; it was reported that there was no visual damage to the box prior to opening and the device was deployed per the instructions for use (IFU). Per the physician, the cause of the event could not be determined . Although the vessels were not healthy, the physician did not believe they were overly calcified or thrombosed or that vessel tortuosity caused the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: during the deployment of the main body, the metal struts from the nose cones were not releasing, therefore, not fully opening up against the artery wall, as seen on xrays. The physician then proceeded to cannulate the contralateral limb whilst having the ipsilateral limb constraint. From the images taken it can be seen that between 11:43 am to 11:47 am the ipsilateral limb deployed itself. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an or its employee caused or contributed to the event described in the report. Any required admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: stent graft had been deployed prior to receipt of device and was not received for analysis. The backend wheel was advanced on receipt of the device. A kink was evident to the graft cover and spiral tube distal to stent stop. Deformation evident to stent graft proximal to strain relief. The tip was advanced forward approximately 11mm on receipt of the device. Resistance was encountered when attempting to advance and retract the taper tip, the wheel moved but there no motion on the tip. The graft cover advanced and retracted smoothly when the external slider was rotated and the trigger moved smoothly and advanced and retracted the graft cover with no issues noted. Separation was evident to the kinked area of the spiral member. In order to support root cause determination additional review of the device was performed with an rd sme. When attempting to move the spiral member the member broke at kink/separated point. The broken section of the taper tip couldn¿t be removed from the spindle lumen and while trying to remove the taper tip, the spindle lumen broke at the kink damage location. The broken section of the spindle measured 112 mm. The taper tip lumen that remained in the device measured 966mm. Using the taper tip lumen spec of 42.88¿ +/- .10¿ ( 1092mm - 1087mm ), the taper tip lumen broke in approximately the same location as the spindle, it is difficult to predict the exact location due to taper tip length tolerance and the slight stretching seen on the spindle lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the index procedure to treat an abdominal aortic aneurysm, during the deployment of endurant iis bifurcate stent graft, the tapered tip of the delivery got stuck on the supra renal stent despite the thumb wheel being fully released. It was confirmed the issue was successfully resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.